Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and initial reporter sent report to FDA are unknown. No product information has been provided to date.

Event description:
It was reported that the device was still ventilating when turned off and there was physical damage. No additional information was available. No patient injury was reported.

Manufacturer narrative:
Other, other text: the device was returned. Visual inspection was performed; damage was observed on: the front panel, bottom chassis, function switch, and 2 small knobs. The root cause of the primary problem was a damaged function switch because the manual push button was left in the depressed position. The customer was determined to have caused the damage. Damaged components were replaced. Repairs were completed. Preventive maintenance was performed. No previous service history was found. The manufacturing device history record is not relevant to the investigation due to the age of the device and problem source was the user.

Event description:
Additional information was received via email on 20-jun-2022. Customer was informed of the issue (B)(6) 2022. No patient was involved.